Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During a trial implant procedure in (B)(6), it was reported invalid impedance measurements were observed with the lead. Various troubleshooting methods were undertaken intraoperatively to resolve the issue but to no avail. The procedure was completed with the use of a new lead nd a new trial cable. No further impedance issues were noted.